Event description:
It was reported, the fracture was said to have not healed and another fracture occurred around the lag screw according to the doctor. The nail itself was broken at the site of the lag screw, so it was taken out in two pieces.

Manufacturer narrative:
Device will not be returned. Hospital policy. If the device or add'l info becomes available, it will be reported on a supplemental report.